Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a motor feed through anomaly where there was shorting across the insulator. The previously reported conclusion code 67 no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patients pump had 4 stalls and 4 recoveries since around midnight last night. The times were reported as; yesterday stall 11:42/recovery 12:29, today stall 1:39/recovery 2:02. Today stall 3:12/recovery 3:59, today stall 7:03/recovery 7:50. Three of 4 stalls and recoveries had a duration of 47 minutes. They were unsure why. The patient was noted to be sleeping during most of the stalls/recoveries. The patient was not aware of any magnetic fields in their environment. They had no falls. The patient did hear an alarm. The pump was used to deliver bupivacaine and morphine. It was further reported the pump was going to be replaced today. It was further reported the pump was suspected to be malfunctioning which caused the pump stalls. The pump was replaced. The patient was not receiving effecting therapy.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).